Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the external pulse generator had an error when the device was powered on. The error cleared when the battery was removed and the device remains in use. No patient complications have been reported as a result of this event.